Manufacturer narrative:
Additional information: section a-2 patient age: unknown/asked information was not provided. Section a-2 patient date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. However, answer of september 12th and 13th was provided. Section d-6a date implanted: not applicable, as the cartridge is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge is not an implantable device. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Problems with the last batch of the emerald cartridges were reported by the doctor. They seem to have become narrower and the doctor is having difficulty implanting the lenses, they are using the cartridges with the emerald injector. Additional information was received clarifying the lens was inserted, no injury to patient, and the surgery was completed successfully. The only problem with the emerald cartridge, the lens is too tight at the tip, requiring a lot of force on the injector thread. Cartridge bevel is frayed. The facility also reports there is still another closed box of the cartridge model. No further information is available.